Event description:
On (B)(6) 2009, the patient reported his insulin infusion device is making a "quacking" sound when it vibrates. To troubleshoot, the patient was instructed to press an arrow button while his device was in run. His device emitted an odd noise during the vibration, and beep. He stated, he inserted a new battery into device about 2 weeks ago. He replaced the battery with a new one and again pressed the arrow button. The device again emitted the odd noise while beeping and vibrating. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.